Event description:
(B)(4). The dealer reported that the ih3650 tub door seal and the jets were leaking. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ih3650, serial number/date code (B)(4) is approximately two years old. Only one MDR report will be submitted for this event, although four different complaints were created because of different parts needed to repair the unit, and the numbers are the following: (B)(4). The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.